Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion and the decision to not use the fiberoptix sensor, the physician noticed that the balloon was not unwrapped. He removed it and noticed blood into the balloon. They stopped using counterpulsation and gave medicine to the pt, dopamine. The patient is fine. Additional info received stated it was confirmed that blood was observed after removal of the intra-aortic balloon (iab). The interruption in therapy did not cause harm to the pt. There was no report of pt death, complications or injury.